Event description:
It was reported by a company rep that when the customer opened the product, a piece of paper particle was inside the packaging.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.